Event description:
Concomitant devices reported: locking screw for nails tan light green (part#04.005.522s, lot#28p3388, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection of the tfna blade has shown that on the shaft some marks are visible. Further investigation has shown that on the blade tip, two lips are deformed. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna blade as the blade is damaged. Based on the information we received we can only assume that the mentioned narrative "as the guide wire was inserted with an excessive force, the tip of the guide wire slipped off the cortical bone and was positioned outside the hole of the nail" did lead to the complained malfunction and finally the deformation / damage of the blade. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.295s, lot number: 24p0855, part manufacture date: 29-oct-2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm product was processed through the normal manufacturing and inspection operations in elmira with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Lot 24p0855 was released to monument for further processing including sterilization and was released with the below information. Part number: 04.038.295s, lot number: 25p6655, part manufacture date: 18-nov-2019, manufacturing location: monument, part expiration date: 01-nov-2029, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm product was processed through the normal manufacturing and inspection operations in monument with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna nail (part # 04.037.914s, lot # h812878, quantity 1); guidewire ø3.2 l400 (part # 357.399, lot # 17l0185, quantity 1); sleeve (part # unknown, lot # unknown, quantity 1); locking screw for nails tan light green (part#04.005.522s, lot#28p3388, quantity 1).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for trochanteric fractures (right) by using the tfna system. During the procedure, the surgeon had difficulty in fracture reduction. The surgery was successfully completed. There was no surgical delay. Thirty (30) minutes after the surgery, the CT scan confirmed that the blade had been fixed off the nail. The protection sleeve for guide wire was not properly applied onto the cortical bone thus a gap happened between the protection sleeve and the cortical bone. As the guide wire was inserted with an excessive force, the tip of the guide wire slipped off the cortical bone and was positioned outside the hole of the nail. The blade was inserted over the guide wire that was not properly positioned, resulting in the dislocation of the blade. On (B)(6) 2020, corrective surgery was performed to remove all the tfna implants and then implant other tfna implants of the same size. The surgery was successfully completed. Trochanteric fixation nail advanced (tfna) femoral nail (part#04.037.914s, lot# unknown, quantity 1), locking screw for nails tan light green (part#04.005.522s, lot#28p3388, quantity 1). This is report 2 of 4 for (B)(4).